Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number the device history records review could not be completed. Manufacturing evaluation - two pieces of the broken part were returned. One piece is the metal socket wrench shaft. The socket shaft has (wear) markings that go around the shaft between about 60-65mm up from the tip. The other piece is the phenolic handle. A portion of the phenolic handle is missing. The cannulation that houses the shaft is visible. Also missing is the pin that held the shaft in the handle. A DHR could not be found for lot number a1210045, which was provided by the user facility. The laser etch is extremely faded on the socket wrench shaft. The lot number can not be 100% verified. No (DHR) device history record can be therefore be found so a (mfg) manufacturing date can not be determined. Part will be measured against correct revision requirements. Evaluation conclusion -no dimensional, material or hardness nonconformances could be found. Given that all relevant product features that are defined were found to meet specification the complaint is invalid from a manufacturing standpoint.

Event description:
It was reported during a (t-plif) transforaminal posterior lumbar interbody fusion procedure level l2-l3, surgeon started using the socket wrench to final tighten the screws and the handle broke in half. All pieces were retrieved, surgeon selected another and completed the procedure.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A manufacturing evaluation was conducted and approved on 4/6/2012. It was reported that two pieces of the broken part were returned and the part was measured against current revision requirements. It was noted that the diameter of the pin can not be verified because it is undefined and was not returned. The diameter of the pin hole in the shaft can not be verified because it is undefined and the diameter of the pin hole in the handle can not be verified because it is undefined. The diameter and depth of the hole in the handle that holds the shaft can not be verified because it is not defined. Given that all relevant product features that are defined were found to meet specification the complaint is invalid from a manufacturing standpoint. (B)(4)

Event description:
This is report 1 of 1 for complaint (B)(4).